Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
74 year old male with history of cad with previous pci, icm, esrd on hd, gi bleeding, prior cva. 10/20 underwent impella 5.5 placement and cabgx2. 10/20 hypotension noted (required treatment with medications). 10/22 elevated ldh and toal bilirubin concerning for hemolysis. 10/24 ventricular ectopy secondary to pump being to deep, repositioned with resolution. 10/26 gi bleeding noted (minor bleed, no transfusions given). 10/27 impella 5.5 weaned and explanted without incident.